Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced unsatisfactory driving vision due to glare, dysphotopsia and blurriness. The lens was exchanged for a different lens 2 weeks after initial implantation. Additional information was requested.